Event description:
It was reported that the patients lead had fractured and was unable to set ipg to MRI mode. As a result, surgical intervention took place where the entire system was explanted and replaced. Related manufacturing report: 3006705815-2023-06304.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported observation of unable to set ipg to MRI mode¿ was confirmed. The root cause of the reported observation was due to the leads being fractured at the distal end of the modified swift-lock anchors. A microscopic visual inspection of both leads noted the leads were fractured across all lead wires. The fractures were somewhat uniform across the lead wires and when aligning with the returned anchors the fractures corresponded to the modified swift-lock anchor ends. It was noted based on the swift-lock anchor crimp markings and the fractures; the anchors were implanted in the reverse orientation. The proximal end of the anchor was pointing toward the stimulation or distal end of the lead. The lead fractures observed would have created a high impedance condition resulting in the ipg¿s inability enter MRI mode. The related implantable pulse generator (ipg) and swift-lock anchor exhibited normal device characteristics during electrical, mechanical and functional testing.